Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was unable to be reviewed, as lot identification was not provided. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 144256, 1.6mmx6in stein pin bay tip ns, unknown; 144256, 1.6mmx6in stein pin bay tip ns, unknown; fp16, peg full thread 2.5x16mm, unknown; fp20, peg full thread 2.5x20mm, unknown; sp22000, peg screw 2.5x22mm, unknown; 816135040, 3.5mm cort lock scr 40mm ns, unknown; 824075001, talar fx plate, unknown; 824299101, alps compression wire short, unknown; fp28, peg full thread 2.5x28mm, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that during a procedure the surgeon broke the screwdriver. The foreign body was stuck in the screw but was able to be removed before the procedure was completed. Attempts have been made and additional information on the reported event is unavailable.